Event description:
It was reported that during a ptca procedure, the balloon became caught on the struts of previously placed stent. The physician removed the balloon catheter; however, it was noted that the marker bands were missing. No attempts at retrieval were made and the marker bands remain in the pt. The pt status is lised as "okay".